Manufacturer narrative:
Investigation results completed on a smiths medical cadd-legacy 1, mdl 6400 .the event alarm no disposable in event log, however upon performing functional testing the " double beeping " message was confirmed and isolated to be the dso( down stream sensor). The sensor was replaced and unknown cause of event.

Event description:
Investigation completed and summarized.

Event description:
Information was received that unit double beeps. Incident occurred during preventive maintenance; no patient involvement.